Event description:
It was reported that (2) ax55b were used during a low anterior resection procedure. It was reported by the rep that the nurse informed them of the possible misfire of the ax55b. The nurse stated that the instrument had been fired and the bowel had blown open, however she did not see this happen. The rep stated that he was aware that two instruments were involved and suggested that the instruments be saved. A new one was opened to complete the case. When rep arrived, the surgeons stated that they accidentally fired one ax55b by grabbing the firing handle. Another ax55b was opened, when the instrument was fired no staples were ejected according to the resident. At this point the bowel came open and bowel remnants spilled into the abdomen. The pt was then irrigated well and the procedure continued on. The rep stated that he guided the resident through the firing that appeared to be successful. There was no pt consequence. A new ax55b was used to complete the case from the same serial lot/batch. There was no consequence to pt.